Event description:
I had an inguinal repair hernia surgery with the use of mesh known as bard 3d max by davol (B)(6) 2016. However it has not been successful and I have had swelling in the testicle and in the area of surgery for a continuous year with a recurrent hernia occurring 6 months after original surgery. I am now set to have a surgery in (B)(6) 2017 to remove the mesh and repair the recurrent surgery using a shouldice repair. I have had nothing but pain and swelling since the hernia mesh was implanted.